Event description:
It was reported that prior to a procedure at the user facility the cordless driver 2 was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The engineering technician was able to duplicate the reported event and noted that the motor was malfunctional.